Event description:
Boston scientific received information that out of range pacing impedances were detected. There were no adverse patient effects. No immediate information was available. A request for additional information has been sent.

Manufacturer narrative:
This report will be update if additional information becomes available.